Manufacturer narrative:
Correction to field e3: occupation. The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that prostate vaporization procedure, at 4000 joules delivered, the fiber broke. A second fiber was used and after delivered 41,000 joules, the fiber broke too. The procedure was completed using a third fiber. The patient outcome is unknown. This report is for the first fiber used.

Event description:
It was reported that prostate vaporization procedure, at 4000 joules delivered, the fiber broke. A second fiber was used and after delivered 41,000 joules, the fiber broke too. The procedure was completed using a third fiber. The patient outcome is unknown. This report is for the first fiber used.